Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g (change based on pump model) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On august 3, 2022 the customer reported insulin flow blocked alarms. Device was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement and occlusion tests due to the missing retainer ring. Furthermore because of this, unable to confirm/not confirm insulin flow blocked alarms. The following were noted during visual inspection: broken reservoir tube lip, cracked reservoir tube lip, missing retainer ring, missing reservoir o-ring, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, missing serial number label, missing display window cover, peeling keypad overlay, cracked middle (enter) keypad button. Device passed rewind, prime/seating, basic occlusion, and force sensor tests; it failed self test. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Self test returned a hardware low level failure (variableinfo = 3). Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that following alerts/alarms occurred around the event date: 7=no delivery occurred (B)(6) 2022 @ 11:43:34. Although the adapt tool does list software error and 4, they occur way before the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. A visual inspection of under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of insulin flow blocked alarms was unable to be confirmed. Hardware low level failure(variableinfo = 3) is due to a broken trace at pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.